Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that device displayed: "self test failed", "pacer disabled" and "pacer fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.